Manufacturer narrative:
Investigation summary: with the available information boston scientific confirmed that the fiber did not rotate within the sheath as analysis found the fiber glass tip moved freely and independently within the metal tip. The report of metal cap detachment was not confirmed as the glass/metal cap were confirmed to be attached/present on the fiber during visual analysis. Severe debris adhesion which indicative of prolong tissue contact was found on the metal cap surface. It is probable that the glue failure occurred due to elevated temperatures near the laser beam output window leading to the observed fiber rotating within the sheath. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The report of metal cap detachment cannot be confirmed as glass/metal cap were present/attached to fiber and there was no patient harm reported associated to the event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip moved freely and independently within the metal tip; however, the metal covering was not detached from the fiber. The glass tip moving freely within the metal tip is indicative of a glue failure. Analysis also found the metal cap exhibits severe debris adhesion on its surface, which is indicative of prolog tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The fiber connector passed the signature verification fixture test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap/metal cap misalignment due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the inner part of the fiber did not rotate with the sheath, and the metal cap detached after 120 joules with 13 minutes of use. The procedure continued utilizing a second fiber without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis; therefore, visual as well as functional evaluation could not be performed. Based on the information currently available and without analysis of the device, the cause of the reported event cannot be confirmed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the inner part of the fiber did not rotate with the sheath, and the metal cap detached after 120 joules with 13 minutes of use. The procedure continued utilizing a second fiber without patient complications.